Event description:
The customer reported via phone call indicating that the insulin pump alarm an a12 and a13 . Customer's blood glucose was 331 mg.dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The insulin pump was replaced due to customer receiving back to back alarm a12, a13.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no a12 or a13 alarm noted during our testing. The insulin pump passed self test. The insulin pump has minor scratched lcd window and cracked case near the display window corners.